Event description:
The stent could not be pushed into the duct. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Na. Information requested via email on 02jun2022: information received via email on 02jun2022: questions for all complaints (included on complaint form): 1. Date of event? N/a. 2. Date cook employee made aware? 5/26. 3. Contact person (please include first/last name, phone number, email, dept title) (B)(6). 4. Will the facility report to the FDA? No. 5. Account actions? A. Ack letter? Yes. B. Credit or no charge replacement? Yes. 6. Lot number? C1886694. 7. Product being returned to cook? No. 8. Pt info available? (Gender, age, wt, dob, pre-existing conditions?) N/a. 9. Type of procedure? Ercp. 10. Did any unintended section of the device remain inside the patient¿s body? No. A. If yes, please describe. 11. Was the patient hospitalized or was there prolonged hospitalization? No. 12. Did the patient require any additional procedures due to this occurrence? No. 13. Did the product cause or contribute to the need for additional procedures? No a. If yes, please specify additional procedures and provide details. 14. Has the complainant reported any adverse effects on the patient due to this occurrence? No 15. Has the complainant reported that the product caused or contributed to the adverse effects? No. A. Please specify adverse effects and provide details. Device specific questions from cook ireland. 1. What was the target location for the stent? Cbd. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Temperature controlled supply room. 3. *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* met ii, .035¿ x 480 cm that is preloaded in omni. 4. Was the wire guide lubricated prior to use? N/a, yes, no the wire guide lumen of the tome was flushed. 5. *was the wire guide inspected for damage prior to use? N/a, yes, no*. 6. Was the device at the center of the complaint inspected for damage prior to use? Yes. 7. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a. ¿ if yes, please indicate the procedure performed. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a. ¿ if not with the device in question, how was the procedure finished?* 9. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 10. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. ¿ if yes, please detail any other defects observed. 11. Had a sphincterotomy been performed prior to this occurrence? Yes. 12. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Pentax duodenoscope with disposable distal end cap. 13. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a. 14. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct. ¿ if other, please specify. 15. *was resistance encountered when advancing the wire guide to the target location? N/a. 16. *was resistance encountered when advancing the introduction system in place to the target location? N/a . ¿ how did the physician deal with this resistance? 17. How did the physician determine the length of the stent to be used for the procedure? N/a. 18. Where was the stricture located in the duct? N/a. 19. *was the stricture dilated prior to placing the device?* n/a. ¿ if so, please indicate what device(s) were used. 20. *was resistance encountered when advancing the stent through the obstructed area? N/a. 21. After placement, was stent position verified? N/a. ¿ if yes, please describe how. 22. Please estimate the amount of time the stent was in place prior to this occurrence. N/a. 23. Did any section of the device detach inside the endoscope or patient? No. ¿ if yes, please specify what section of the device broke off: 24. Please indicate whether the device broke in the endoscope or in the patient. The device did not break. 25. Was the broken device retrieved? No. ¿ if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 26. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. ¿ if yes, please indicate what modifications were made: 27. Please indicate why the modifications were necessary. N/a. 28. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a. 29. Did the patient require any additional procedures as a result of this event? No. 30. What intervention (if any) was required? None. 31. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 32. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? The stent was difficult to push into the duct. ¿ if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x clso-7-10 of lot number: c1886694 was not returned to cirl for evaluation. Document review: prior to distribution all clso-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the clso-7-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1886694. There is no evidence to suggest that the use did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the device was not returned for evaluation and due to limited information provided by the customer. A possible root cause may be attributed to the guiding catheter and/ or pushing catheter becoming damaged during use which caused the difficulty deploying the stent into the bile duct , however this cannot be conclusively determined. Summary: complaint is confirmed based on customer and/or rep testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.